Manufacturer narrative:
Unit passed selftest and displacement test. Hardware low level failures confirmed in the pump history due to broken pin 1 trace (vdd) on u1 keypad assembly. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure alarm during basal and self test. The customer¿s blood glucose level was unknown. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer stated insulin pump had crack at battery compartment. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.